Manufacturer narrative:
The field service engineer (fse) found that the syringe seals were worn and replaced them. The fse also replaced cuvettes, ran primes, and performed cell blank measurement. The customer ran calibration and qc. Calibration was last performed on 15-jan-2023 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for creatinine plus ver.2 (crep2) between (B)(6) 2023 on a cobas pro c 503 analytical unit. Discrepant results were provided for 10 patient samples. Patient 1 initial result was 2.18 mg/dl. The repeat was 0.30 mg/dl. Patient 2 initial result was 1.34 mg/dl. The repeat results were .312 mg/dl and 0.334 mg/dl. Patient 3 initial result was 1.31 mg/dl. The repeat was .73 mg/dl. Patient 4 initial result was 1.91 mg/dl. The repeat was .69 mg/dl. Patient 5 initial result was 1.63 mg/dl. The repeat was .61 mg/dl. Patient 6 initial result was 1.86 mg/dl. The repeat was .53 mg/dl. Patient 7 initial result was 1.63 mg/dl. The repeat was .56 mg/dl. Patient 8 initial result was 1.05 mg/dl. The repeat was .55 mg/dl. Patient 9 initial result was 1.19 mg/dl. The repeat was .45 mg/dl. Patient 10 initial result was 2.56 mg/dl. The repeat was 0.69 mg/dl. "Some" of the initial results were reported outside of the laboratory where the physician requested repeat testing. For other samples, the initial results failed a delta check causing the customer to repeat the samples. The repeat results were believed to be correct. The crep2 reagent lot numbers were 643180 and 671718. The expiration dates were not provided.